Manufacturer narrative:
(B)(4). Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. During the index procedure, unintentional movement was observed however, the accuracy of the deployment was categorized as good. It was reported at the end of the procedure, a proximal type I endoleak was identified. The investigator determined that no cuff was needed and will continue to be monitored. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that a 14/16/120 endurant limb extension was placed after the placement of the contralateral limb because a crossover approach was needed. It was noted that this was not following the instructions for use. The issue reportedly resolved.

Manufacturer narrative:
(B)(4). Film review analysis: review of pre-implant CT¿s revealed that the patient had a 8cm max diameter aaa. The proximal neck diameter just below the renals measured - 21mm. The neck was essentially straight but extensively calcified, and 3 cm¿s below the renals the neck diameter narrowed down to 15 x 20mm due to severe calcification. At the bottom of the neck, 6cm below the renals, the aortic diameter was 31mm. The left common iliac artery was severely tortuous; the take-off of the left common iliac artery was acutely angulated posteriorly and laterally-left. The right iliac was moderately tortuous. The iliacs were calcified bilaterally. The cause of the reported unintentional movement and proximal type I endoleak could not be determined from the pre-implant films provided. It is possible that the severely calcified proximal neck may have contributed. This may also have been a type IV endoleak as noted in the implant angio film review. The cause of the cannulation difficulties is unknown. It is possible that the severely tortuous left iliac artery may have contributed.

Event description:
Additional information was received. It was reported that during the index procedure, the physician inaccurately delivered the bifurcate which then led to a proximal type I endoleak. The inaccurate delivery was most likely due to user error. The proximal type endoleak that was previously reported self-resolved.

Manufacturer narrative:
Review of returned angio images at implant revealed that the proximal neck was essentially straight in the l-r direction. The approximate neck diameter (l-r) just below the renals measured 23 ¿ 24mm. The origin of the left common iliac artery was noted to be acutely angulated 90 deg rt ¿ lt; the rcia was less tortuous. The bifurcate was brought up the right side and was seen implanted 0 ¿ 5mm below the left renal; the origin of the right renal could not be clearly visualized. Both renals were patent. With the bifurcate delivery system recaptured and positioned within the ipsi limb, a catheter was seen placed up the left side and positioned just below the gate near the level of the distal ipsi limb. The next image showed that an extension was placed on the right side extending into the right common iliac artery, and a calibrated catheter appeared to have cannulated the contra gate. Images during attempts to cannulate the gate were not seen in the films. A contra limb was then seen implanted in the gate and extending distally into the left common iliac artery. Final angio was performed; the films showed possible contrast within the proximal sac near the level of the flow divider, possibly from a type IV endoleak or less likely from a proximal type I. A possible type ii endoleak was also observed. The proximal stent graft od measured approximately 20mm l-r. The cause of the reported events could not be determined from the films provided. The cause of the reported unintentional movement and cannulation difficulties is unknown; images during attempts to cannulate the gate were not seen in the images. It is possible that the acutely angulated left iliac takeoff may have contributed to the cannulation difficulties. The cause of the reported proximal type I also could not be determined. Pre-implant anatomy could not be thoroughly assessed, and the returned angio¿s did not allow assessment in the a-p axis. Pre-implant sizing and post-implant CT¿s were also not available for review. This may also have been a type IV endoleak.